Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there were cracks in a supply line of the homechoice cassette, which resulted in a leak, that led to this alarm. There was a fluid leak on the patient¿s hand. Renal therapy services (rts) advised the patient to disconnect, remove the cassette, and to drain with manual supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.